Event description:
The surgeon reported a system message displayed during set up. The first pt was in the room; however, surgery had not begun. The cassette would not click in as usual. They switched out the cassette, but the cassette would not click in either. They attempted to reboot the system but could not clear the system message. The first pt was in the operating room and numbing drops had been administered in preparation for the surgery. This case and 7 others were cancelled. No pt harm was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The fluidics module was replaced and sent for in-house testing. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in a progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 07/23/2009.